Event description:
During an internal review of programming and diagnostic history, it was identified that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2013. The settings were corrected 6 hours after the interrupted diagnostics had occurred. No patient adverse events were reported.